Event description:
Received an electronic report from a user facility that stated the blood tubing separated at the junction where arterial line pump segment is joined to the saline line and arterial line leading to the pt. This facility was contacted in 1/2006, and a verbal report was received. The facility rn stated that this pt is fine. Also, the rn stated the saline line separated from the arterial bloodline and the caregiver was unable to return the pt's blood. As a result of this event, this pt lost approx 250 ml of blood. A new set of bloodlines were set up on the dialysis machine and the treatment was able to be resumed. No further medcial intervention resulted from this event to this pt. The pt completed treatment and was discharged to home at the end of dialysis treatment. A companion sample is available for eval.